Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 95134, were returned and analyzed. The data files showed at least 18 applications were performed using two balloon catheters. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The ID at the distal end of the push button luer is 0.041 inches (spec: 0.045¿). Visual inspection under the microscope did not show any excessive glue at the proximal end of the guide wire lumen shaft and the luer interface. The inability to insert the mapping catheter was not reproduced. The catheter failed the performance test due to persistent system notice 50005 (leak detection) upon connection to the console. Pressure test of the outer balloon revealed a leak at the proximal attachment; the outer balloon was detached from the shaft. Further pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen kink and breach proximal to the coil. In conclusion, the balloon catheter failed the performance test due to a guide wire lumen kink and breach proximal to the coil and pressure test due to a leak at the proximal attachment of the outer balloon with the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer, analyzed, and tested out of specification.